Manufacturer narrative:
(B)(4). The patient reported they were treated with unknown antibiotics. On an unreported date; the peritoneal dialysis (pd) catheter was removed. The patient reported they are currently performing hemodialysis therapy and the plan is to return to pd therapy in 6-8 weeks. The patient continues recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During follow up the occurrence date was corrected. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event eight days after diagnosis. Treatment was not reported. At the time of this report the patient was recovering from this peritonitis event and was no longer on pd solutions. No additional information is available.